Event description:
Threads from manifold to syringe hook-up not aligning properly. If technician tightens, the connection either strips or breaks. Air is also leaking into this set-up when this happens.